Event description:
According to reporter, the tracheostomy was being performed by percutaneous technique but the dilator would not fit along the guidewire, so the device could not be placed. The procedure was stopped. According to reporter, the patient was transferred to ICU. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.